Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported infection, multi-system organ failure, cardiogenic shock, and subsequent patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization information. The implant kit was shipped on (B)(6) 2022. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and hm3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed septic shock due to pseudomonas infection of unknown source and with no improvement to cardiogenic shock. Due to the shock, the patient had significant vasoplegia warranting multiple pressors and giapreza (angiotensin ii). The patient ultimately passed away due to multisystem organ failure. The death was not considered to be device related and the device reportedly operated as expected. An autopsy was not performed, the device was not explanted and would not be returned for evaluation.